Manufacturer narrative:
The pump was monitored for three days and no unexpected pump error alarm was noted. The pump passed the self test and displacement test. The download history file was verified and no unexpected pump error alarm was noted. The pump had minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed broken force sensor, which was detected during seating or regular delivery. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis. No further details were provided.